Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 104 mg/dl at the time of the incident. Customer stated that her pump was working this evening and it shut off. Customer has tried several batteries but the pump was still not working. Customer was using an (B)(6) aaa alkaline battery. Customer inserted a new battery and the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.